Event description:
Same case as MDR ID# 2134265-2011-04389. It was reported that during a peripheral treatment procedure removal difficulties and device entrapment occurred. Vascular access was obtained via the right femoral artery. The 75% stenosed de novo target lesion was located in the mildly tortuous and mildly calcified left posterior tibial artery. A 300cm .014 thruway guide wire was advanced to the target lesion. A 2.0mm x 120mm x 150cm coyote otw balloon catheter was advanced to the target lesion and inflated one time to unknown atms. Contrast was run, then while maneuvering and repositioning the balloon catheter the device would not track over the thruway guide wire to treat the lesion a second time. Upon withdrawal of the coyote balloon catheter significant resistance was encountered. The devices became stuck together and were removed as one unit. The procedure was completed with a sterling es balloon catheter and another of same thruway guide wire. No patient complications were reported and the patient's status is ok.

Event description:
Same case as MDR ID# 2134265-2011-04389. It was reported that during a peripheral treatment procedure removal difficulties and device entrapment occurred. Vascular access was obtained via the right femoral artery. The 75% stenosed de novo target lesion was located in the mildly tortuous and mildly calcified left posterior tibial artery. A 300cm .014 thruway guide wire was advanced to the target lesion. A 2.0mm x 120mm x 150cm coyote otw balloon catheter was advanced to the target lesion and inflated one time to unknown atms. Contrast was run, then while maneuvering and repositioning the balloon catheter the device would not track over the thruway guide wire to treat the lesion a second time. Upon withdrawal of the coyote balloon catheter significant resistance was encountered. The devices became stuck together and were removed as one unit. The procedure was completed with a sterling es balloon catheter and another of same thruway guide wire. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed numerous kinks were located throughout entire length of catheter. The received thruway guidewire was inserted into the tip and tracked through the lumen. There was resistance in the location of the shaft kinks. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).